Event description:
Distributor reported that "a customer has reported that during surgery the device was passed through a 5mm disposable trocar and part of the insulation came off and dropped into the pt's belly. The insulation was retrieved." There was no pt injury or impact.